Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the monitor was not turning on due to a faulty gi board. It was noted after replacing the gi board, the monitor had no image due to a quantum board (qb), color variation was noted in the image of digital visual interface (dvi) port, due to faulty qb, yellowish patch was noted in the image of the monitor due to faulty lcd pane, the power switch bracket was found broken, one connector of qb was found deformed, the bezel plate had multiple cracks, screws also could not be fixed into it, the rear cover had multiple cracks, hit and scratch marks were noted on the power switch, scratches and minor rust were noted on potential equalizer and earth terminal, and minor rust was noted on the outer screw. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a routine inspection by a technician, the power of the high-definition lcd monitor could not switch on. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Additionally, during the device evaluation it was also noted that the ins sheet was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the monitor did not power on due to a faulty printed circuit board (g1 board). The root cause of this faulty printed circuit board was unable to be identified. Furthermore, it's likely the loss of image was due to a faulty quantum board. The root cause of the faulty quantum board was unable to be identified. Additionally, it's likely the ins sheet was broken due to a faulty printed circuit board (bi board). The root cause of this faulty printed circuit board was unable to be identified. Olympus will continue to monitor field performance for this device.